Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter received and evaluated the device. The identified "damaged keypad," was confirmed. Evaluation found all keys inoperable except on/off, and the 1st and 2nd soft keys, and found an automatic and constant output of the #3 key when the soft keys were depressed. This failure mode did not provide any user opportunities for navigation, to program delivery parameters nor start an infusion. The failed keypad was replaced to correct this condition. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a keypad malfunction. There was no patient involvement.